Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporting upon removal of a bd nexiva¿ closed IV catheter system, the septum leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one used nexiva 18ga unit in an opened package from the lot number 7341893. The unit consisted of the catheter adapter/extension tubing set connector and the needle set together. There were bodily fluids in the catheter tubing, between the septum and grey canister. The septum was smashed between the grey canister and the catheter adapter. Performed a water/air leak test and no leakage was observed in any areas of the nexiva unit. DHR review - all required challenges and testing were performed per specification with no related issues identified. The investigation found that defects were likely due to the buckled septum assembly. This could be due to a lack of lubrication during the septum assembly insertion process. Since the DHR review found that the inspections for the lubrication were performed and no issues were identified during production, this incident does not exceed the current acceptable risk analysis. Sample analysis - the septum assembly buckled inside the catheter adapter. The cause of the defect was related to the assembly process but no further details of the cause could be identified. The severity is limited and the occurrence is low. No actions need to be taken at this time.